Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system with the hospital biomed remotely and confirmed the reported issue. The customer was directed to clean the advanced breathing system components to resolve the issue.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. There was no report of patient involvement.